Event description:
Related manufacturer reference number: 1627487-2022-01706, 1627487-2022-01707. It was reported that both of the patient's leads migrated. Additionally, the ipg frequently migrated within the pocket site. In turn, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.